Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that there was uderill. The following information was provided by the initial reporter: customer problem: sm 367841_2166018 - little to no vacuum. Little to no vacuum.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes d9: returned to manufacturer on: 2023-05-19 h.6. Investigation summary: material #: [367841] lot/batch #: [2166018] bd received [200] samples for investigation. The 200 samples were inspected with no issues being identified. 10 sample tubes were draw tested. All tubes were within specification limits. 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limits. Additionally, [10] retention samples were draw tested. All tubes were within specification limits. 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to confirm the customer¿s indicated failure mode with the investigation completed. See h.10.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that there was uderill. The following information was provided by the initial reporter: - customer problem: sm 367841_2166018 - little to no vacuum little to no vacuum.